Event description:
The blade broke and fell into the patient during a gyn procedure. It was retrieved. The case was completed using the footpedal with a like device. X-ray was used to verify that all of the pieces had been retrieved. There was no consequence to the patient.